Event description:
The device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was evaluated by a third-party repair center technician who confirmed the device had visible degraded foam particles. The evaluation results were recorded and the device was scrapped. No further investigation required at this time.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event in b5, become aware date, event date, date received by mfg, and to finalize the report. Additionally, to include the following information: product brand name, product UDI, operator of the device, device available for eval?, manufacturing site, report source, manufacturer date, reason device not evaluated, evaluation method code grid, conclusion code grid. A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.